Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the front response button was non-functional. The front response button cable was damaged. The cause for the failure was a damaged response button cable. The root cause for the damaged cable could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.